Event description:
The patient implanted for rsd/causalgia-complex regional pain syndrome and spinal pain reported via the manufacturer representative (rep) that there was an alleged overdischarge. Communication could not be established with either the patient programmer (pp), the implantable neurostimulator recharger (insr), or the clinician programmer (cp). The patient had not charged in a couple years, but the reason why was unknown. The patient's healthcare provider (hcp) called the rep on (B)(6) 2016 and the patient was instructed over the phone to get her implant out of overdischarge. The patient got to the point of seeing 8 coupling boxes, she thought she was fully charged, so she stopped charging. The rep then wasn't able to connect to the implantable neurostimulator (ins) with the pp, insr, or cp on the day of this report. It was noted that the patient lost a lot of weight and the ins was at an angle. Recovering the ins from overdischarge was reviewed and the rep and patient were to follow up with the hcp. It was noted that the patient had gotten out of an overdischarge recently.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported not knowing the outcome of the overdischarge. The patient had previous overdischarges. The patient had put on quite a bit of weight and the overdischarge was due partially to weight gain and partially due to lack of compliance. The rep later reported on (B)(6) 2016 that the patient had not been back in to the clinic. Additionally, it was thought to be the patient's third overdischarge/ third strike.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.